Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture with unknown baker grade and deformation.

Event description:
Patient reported deformation and capsular contracture with unknown baker grade. Device remains implanted. This record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. -pain:unable to observe as it is a medical event that is not related to the device. -seroma:unable to observe as it is a medical event that is not related to the device. -cyst-ndr: not applicable as the event is not related to the device.

Event description:
Patient reported hardness in the breasts, pain, deformation and capsular contracture baker grade iii/IV. Device remains has been explanted. This relates to the left side.

Event description:
Patient reported "because the pain and tension are now so severe that I occasionally have to take painkillers".

Manufacturer narrative:
Clarification to b.3.-16nov2022. Visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. -pain:unable to observe as it is a medical event that is not related to the device. Additional observations: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Patient reported, hardness in the breasts, pain, deformation. And capsular contracture, baker grade iii-IV. Device remains has been explanted. This relates to the left side.